Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. However, white particles were found in the device. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party service center.